Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The procedure took place due to chronic dislocation. Once the surgeon got exposure, the tray and poly were removed and the poly had medial wear.